Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the implant. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2025, in order to reposition and recess the implant into bone. Short circuits were noted on two electrodes during the surgery. The short circuit electrodes were removed from the map and the implanted device remains.